Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v130906, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v130906, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v130906, implanted:(B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4),implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v130906, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported it was unclear if it was deep brain stimulator related. The patient had episodes of starring, eyes open, not responding to his wife and confusion. This had begun 1 week prior to thanksgiving. The patient was better after they had started on keppra. An electroencephalography (eeg) and MRI were pending. The patient was now on anti-seizure medications. The cause of the event was not determined. The patient had recovered without permanent impairment.

Event description:
It was reported that the patient was having seizures and it was unknown why. They had not thought that the seizures were related to the deep brain stimulator therapy. The patient was not having ¿full blown¿ seizures, only partial seizures. The patient had been having these for the past 4-5 weeks prior to the date of this report. The patient¿s healthcare professional wanted to do an electroencephalography (eeg) to see if they could find the cause of the seizures. The patient had been in the emergency room on (B)(6) 2014 and again on monday and tuesday prior to the date of this report because he had not been feeling well. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.